Event description:
The iab was inserted into the pt on 11/29/1997 at 6:15 p.m. After 3 attempts to come off bypass pump. The iab was removed on 12/1/1997 at 1:30 p.m. The pt was transferred for long term intensive care at a hosp closer to home. The iab did not malfunction. The pt had a thrombosis, major ischemia, removal of the iab and surgery was required. The pt did require a thrombectomy, skin grafts and a faciotomy. (Event complications: ischemia/surgery/thrombectomy - reported) 1/30/1998. (Pt's current status: discharged-rpt'd 1/30/1998.)